Manufacturer narrative:
The device has been received by this manufacturer. An evaluation has not yet been performed therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that while attempting to place a push method enteral feeding device, the tubing came apart at the transition site of the device while pulling through the stoma. Another device was used to complete the procedure. There were no reported adverse affects to the patient.